Event description:
It was reported via repair work order that the brakes were not holding due to a damaged base assembly and it was also reported that power cord ground pin was loose. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that there was a reduction in brake force due to malfunctioned scorpion brake plate. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental submitted as the investigation concluded that the brakes were not holding due to a damaged base assembly and it was also reported that power cord ground pin was loose.